Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler instrument associated with this complaint and completed investigations. The instrument was found to have an engagement failure when placed on the in-house system. The instrument failed to engage on 3 out of 3 attempts. In house system shows p3 value. There were no available log reviews. The root cause is not determinable/applicable at this time.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 curved tip stapler would not open once the reload was loaded. The procedure was completed with no reported injury.